Event description:
The surgeon was unsuccessful in the attempt to re-program the device. As a result, the valve was removed from the pt. The ventricular catheter was not removed as it adhered to the tissue. The dr suspected that the pt suffered cerebral meningitis. No other valve was implanted because the symptom of hydrocephalus had recovered.

Manufacturer narrative:
Upon completion of the investigation, a f/u report will be filed.